Event description:
It was reported that on (B)(6) 2009, the patient underwent a lumbar spinal fusion procedure using rhbmp-2/acs, bone graft putty, and crosslink plate. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.